Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had risen since the beginning of the year and was high. The lead will be frequently monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. The weekly pace lead trend data shows a gradual increase for min and max right ventricular (rv) pace=896 to 5120 ohms peak between (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.